Event description:
Iapb inserted in cath lab on 3/20/97, attempted to remove iabp on 3/25 but felt resistance. Cv surgeon consulted and removed iabp without further difficulty. Clot found in balloon. No change in pt condition, no hematoma/ ecchymosis noted.